Event description:
The vascular sealing device was deployed following a bilateral extremity angiogram and abdominal aortogram, via the right common femoral artery. Approximately 43 minutes post deployment the patient developed right lower extremity paint with no distal pulses. An angiogram of the right lower leg was done to diagnose extensive occlusion at the distal right common femoral artery. The patient was treated with alteplase and heparin, followed by a surgical thrombectomy. Re-occlusion occurred and was treated with a second surgical intervention. The event was resolved with no further complications.